Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. Product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2018, product type: catheter. Product ID: 8578, serial/lot #: (B)(4), ubd: 22-mar-2019, UDI#: (B)(4). Product ID: 8578, serial/lot #: (B)(4), ubd: 21-jan-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal bupivacaine 10 mg/ml at 3.75 mg/day and unknown morphine 20 mg/ml at 7.5 mg/day via an implanted pump for non-malignant pain. It was reported during the middle of a catheter revision (unspecified catheter issue that promoted the revision), the pump pocket was opened up and then they confirmed cerebrospinal fluid (csf) was in the pocket so the proximal end of the catheter was being revised on the date of this report. The rep was inquiring about how to connect the new 8596sc to the existing catheter piece. The rep had no time to answer questions as she had to leave to go back into the case and would call back after the case. Patient symptoms were not reported at this time. The rep called back on the same day and it was reported the patient had pumps for a very long time, but since 2017 with the previous pump replacement ((B)(6) 2017 per device registration), the pump pocket site never healed properly. The patient went to the emergency department (ed) and the revision was (B)(6) 2018. It was further reported there was an infection around the pump pocket and the event date was asked and unknown, but thought they were dealing with the issue since 2017 (same as other event date). During the revision, the hcp was never able to get csf back, so the surgeon decided to change out the entire pump and catheter. They were then able to get csf in the end and everything ¿turned out ok¿ but took four hours to complete the case. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.